Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 20-sep-2018 with the following findings: the pump was returned with a cracked battery compartment at the left side of the grip from the threads to the case seal. The battery cap was also stripped and was unable to secure to power on the pump. A test battery cap was able to secure enough and powered up the pump. A 12 hour duration test was completed with the test cap with no power loss or any rebooting duplicated. The power issue was duplicated during testing using returned battery cap. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.